Event description:
Reportedly, on 24-june-2025, the transmitter is unable to connect to the server. During installation with the patient, when they entered the implant's serial number, the "no network" screen appeared. Despite several attempts, the same thing happened. Another transmitter was sent to the patient, and the installation was successful.

Manufacturer narrative:
Analysis of the subject return device did not confirm the reported event since it is working normally and able to connect to network. The most probable hypothesis is that a temporary loss of network occurred. The main origin of the reported event could not be clearly established. No general malfunction is suspected with the device. This case is retained for trend purposes.